Event description:
It was reported there were high impedances on the ¿1¿ electrode and the subsequent pairs during the procedure. Impedances of greater than 4,000 ohms were noted. Troubleshooting included wiping down the lead and increasing values, but the high impedance remained. The ¿defective¿ lead was explanted and a new one was implanted. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information received reported the impedances normalized when the new lead was implanted. The cause of the impedances with the first lead was not determined as diagnostics were not done. Following the procedure, the patient was doing fine and was receiving effective therapy.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the silicone sheath had been pulled back.

Manufacturer narrative:
Analysis of the tined lead found no significant anomaly. The insulation underneath the #3 electrode was slightly stretched. Impedances were tested on the lead and normal impedances were measured on all circuits and electrode pair combinations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0k4bb, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).